Manufacturer narrative:
According to the facility, there was a pin hole in the 10cc syringe in the pack. There was no further information. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Due to the reported problem/issue, and in an abundance of caution, an adverse event report will be filed. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the facility, there was a pin hole in the 10cc syringe in the pack. There was no further information.